Event description:
A (B)(6) female, pt's daughter called in to zoll lifecor customer support to report that when she plugs the battery charger in there are no lights indicating that it is on. The pt was sent a replacement charger.

Manufacturer narrative:
Device eval summary - device eval of battery charger (B)(4) has been completed. The reported problem was confirmed. The battery charger was found to have the power brick connector pins pulled through the power brick connector. The cause for the malfunction was the power brick connector pins not making a solid connection to the charger. The root cause for the pins being pulled through the connector cannot be positively identified. No adverse event resulted from the damaged connector pins. The pt received a replacement battery charger.